Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that when the customer removed the needle from the sensor the sensor's electrode was a little shorter than the usual. The customer's blood glucose level was 177 mg/dl. The device will not be returned for analysis.